Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call on (B)(6) 2018 that the batteries died and insulin pump has a blank display even when batteries are replaced. Trouble shooting occurred but was not completed. Blood glucose level at the time of incident is 147 mg/dl. No symptoms reported and therefore no treatment required. Product will be returned for analysis and replacement has been sent.

Manufacturer narrative:
No blank display anomalies noted during testing. Device passed self test, off no power test, unexpected restart error test and displacement test. The run current test was in specification. Motor error alarmed during basic occlusion test due to moisture on motor assembly. Compromised forced sensor system alarmed during seating due to moisture damage on force sensor resistor . Device failed stop current test due to moisture damage on electronic board stack.